Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. No troubleshooting was performed. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had dark image and front panel independently flashed in random patterns. The issue occurred at an unspecified procedure. There were no reports of patient harm.